Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed a long charge time message. The patient had properly been the recipient of numerous shocks from the implantable cardioverter defibrillator in the past. Cap maintenance test was suggested. No further information was available.